Event description:
The customer alleges that " the product has holes and tears in the neck of the bag." No other details were provided and no patient injury/harm reported.

Manufacturer narrative:
The affected device was returned. Dimensional and functional testing were performed as well as a visual inspection engineering confirmed that the green squeeze bags show signs of extensive wear. This type of wear is not believed to be a result of manufacturing or packaging practices. The device packaging is also worn and is believed to be from extensive handling. The usage was not reported but product appears to have been used based on the condition of the returned devices. After much product testing the evidence shows that the product was not handled under normal conditions.

Event description:
The customer alleges that " the product has holes and tears in the neck of the bag." No other details were provided and no patient injury/harm reported.